Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed and attributed to an lcd color display cable that was misaligned. The cable was realigned and secured to remedy the report. It could not be firmly established what caused the misalignment of the cable. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.